Event description:
The operator stated that wiring was rubbing against the drawer rail on the atellica sample handler instrument for the magnet lock assembly. The wire was shorting out intermittently and sparks were observed. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united state (us) customer reported that wiring was rubbing against the drawer rail on the atellica sample handler instrument for the magnet lock assembly causing sparking. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the old wiring components, and the system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.